Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of vessel occlusion, physician felt resistance while advancing the wire past the occlusion multiple times. Then the physician accessed the contralateral carotid in an attempt to go through the acom to access site to clot and while advancing the subject wire, the wire stopped moving. Physician tried to pull back the subject wire then the wire came out but tip stayed in distal microcatheter. The physician replaced microcatheter with a new device and retrieved the broken tip and continued the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was returned broken/fractured in 2 segments (5.3cm distal segment and 209.8cm proximal segment) with the core wire stretched and exposed, the guidewire was noted to be kinked/bent 35cm from the proximal end, in the proximal segment the core wire and platinum wire were noted to be exposed with the platinum wire broken, in the distal segment the core wire was exposed and the platinum wire was broken inside the nitinol tubing, the hydrophilic coating was hydrated and the hydrophilic coating was present, the core wire distal end was observed through the distal tip dome, the distal bond joints and proximal bond joints were in place, and ptfe coating was examined under magnification and the coating was peeling/peeled in multiple areas to 58.8cm from the proximal end. A functional test could not be confirmed as the device was damaged. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation and the device was prepared as per the dfu. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was shaped to 45 degrees and continuous flush was maintained for the duration of the procedure. There was friction/resistance encountered during the procedure trying to advance the guidewire, when retracted, the tip was broken off in the microcatheter. A .021in phenom 21 microcatheter was used in the procedure and replaced with another phenom 21 to finish the procedure. A new guidewire was used to successfully complete the procedure. The patient¿s anatomy was tortuous. In the physician¿s opinion, the reason for the event was procedure and tortuosity related. The physicians think this was a freak incident from a lot of manipulation and tortuous anatomy. There was no medical intervention taken to address the adverse events. The patient is recovering as expected from this procedure. Product analysis found the device returned broken in 2 segments. The nitinol tubing was broken 5.3cm from the distal end and 209.8cm from the proximal end. The core wire was severely stretched, and the platinum wire was broken which indicates the device encountered significant manipulation and torquing inside the patient¿s tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿, ¿guidewire difficult to advance¿ and ¿guidewire jammed¿ and analysed ¿guidewire distal tip broken/fractured during use¿, ¿guidewire proximal section kinked/bent¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found damage to the ptfe coated length. Scraping and peeling was evident in several sections from the tip of the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as analysed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure of vessel occlusion, physician felt resistance while advancing the wire past the occlusion multiple times. Then the physician accessed the contralateral carotid in an attempt to go through the acom to access site to clot and while advancing the subject wire, the wire stopped moving. Physician tried to pull back the subject wire then the wire came out but tip stayed in distal microcatheter. The physician replaced microcatheter with a new device and retrieved the broken tip and continued the procedure successfully without clinical consequences to the patient.